Event description:
It was reported that during a hip arthroscopy procedure, the speed stitch needle broke in the capsule tissue. However, it was successfully removed from the patient. No significant delay occurred during the case and no patient injuries were reported. It is unknown if a backup device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a hip arthroscopy procedure, the speed stitch needle broke in the capsule tissue. However, it was successfully removed from the patient. No significant delay occurred during the case. It is unknown if a backup device was available. However, no complications were reported with the patient.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A DHR/batch record review for lot 2039699 finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper needle loading (2) excessive force. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.